Manufacturer narrative:
Device not returned.

Event description:
Per 21cfr part 803, an MDR reportable event. Complaint received via court summons that alleges "she alleges that during the course of receiving treatment with the machine, she sustained serious burns and scarring to her back". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.